Event description:
On (B)(6) 2013, a surgery was performed for an l1 fracture using the clickx system l2-t12. An x-ray taken post-operatively on (B)(6) 13 revealed an issue with the clickx system. It is unclear if the clickx 3-d head with cap came off of the bone screw, or if it was just the cap. A future revision surgery is planned on an undetermined date. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.